Event description:
It was reported that the atrial lead was reprogrammed due to low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the atrial lead continued to exhibit low pacing impedance as well as noise when programmed in unipolar mode. The lead was capped and replaced. No patient complications have been reported as a result of this event.